Manufacturer narrative:
The probable root cause is attributed to an improper customer setup in sterile adapter located in usm3. This issue can be resolved by reseating the sterile adapter and performing a guided tool change.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the jaws failed to open after using on a vessel. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no to all of your questions below except number 2. The jaws were never stuck on tissue. The jaws of the instrument were slow to open after the surgeon grasped large segments of tissue, but they were never stuck on tissue when the issue occurred. No adverse effect to the tissue. No unexpected tissue removal, no bleeding observed.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was found to have a bent main tube. The bending damage is at the distal end. No pieces were found broken on the instrument. The instrument was bent too severely to be tested on the system. Common causes of the failure mode bent instrument main tube are attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Applying excessive force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal can also cause bending.